Event description:
It was reported that revision surgery was performed. Pain, limited mobility, particle disease and slightly high cobalt levels reported.

Manufacturer narrative:
.

Manufacturer narrative:
[(B)(4)].